Manufacturer narrative:
This product is not marketed in the u.s. Device evaluation: visual inspection of the returned sample found iol was rotated to the left and the serial was stopped to use. Volume of viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. Conclusion: it was not possible to determine the exact root cause. It is still possible that the incident was caused by user error but also it is possible that it happened though the user exactly followed the instructions. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a ks-ni2 aq310ain, 13.0 diopter, preloaded injector and when handling the rod and screw plunger, the rod passed above iol and became stuck. The surgery was cancelled and there was no health injury.